Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. Customer sent the logs to technical support and it was noticed that the "inspiration valve failsafe failed or occlusion in inspiration tube" alarm was triggered on this unit intermittently after start up. Technical support sent troubleshooting instructions to customer.

Event description:
Customer reported automatic on/off issue with their bellavista 1000 unit. Inspiration valve test and the tightness check failed. No leak during inspiration block test. After the power board replacement the inspiration valve test went well.